Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient was treated in the emergency room (ER) for an elevated blood glucose (bg) of 565 mg/dl and over 600 mg/dl with symptoms of dehydration (dizzy, lightheaded), vomiting, confusion, being unable to focus and numbness in the legs associated with an alleged inaccurate delivery. Reportedly, the patient remained hospitalized and was treated by a healthcare provider and received intravenous (IV) fluids as treatment. It could not be determined whether or not the patient continued pump therapy. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known causes which were the following: a cartridge change, the pump being suspended, an alarm being emitted, the basal edit screen and the prime menu being accessed. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. It was revealed that the patient noticed there was a knot in his tubing and may have been using an old infusion set tubing which is a training misuse. Instructions for use were not followed for the insert infusion set; the patient was educated on use of infusion set per instructions for use and proper prime steps. The patient did not have any insulin in pump in order to perform a mock bolus during troubleshooting. There were no issues found with the pump. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.